Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link was determined to be the root cause of device failure. The accident reported in the patient report appears to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient crashed with her bike into an open car door in (B)(6) 2014. However, the implant has been working normally between (B)(6) 2014 and (B)(6) 2015. Since (B)(6) 2015 the patient is experiencing intermittent sound perception with sometimes no hearing and sometimes normal hearing. The patient was re-implanted

Event description:
Since (B)(6) 2015 the pt is experiencing intermittent sound perception with sometimes no hearing and sometimes normal hearing. Between (B)(6) 2014, the implant was working within normal limits. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.